Event description:
It was reported that the valve was explanted due to no improvement in the patient's symptoms. Then it was found that the delta chamber was damaged. Physician claimed that the damage did not occur during surgery. There was no impact to the patient.

Manufacturer narrative:
(B) (4). The valve did not pass patency check, and did not meet the requirements for leak testing due to several tears on the reservoir dome and top and bottom of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The valve was also damaged internally where the adjustment mechanism attaches to the delta chamber. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.